Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration and dose) via an implantable pump. The pump's indications for use were listed as non-malignant pain and post lumbar laminectomy syndrome. The patient stated that the personal therapy manager (ptm) displayed error code 8474 and that the pump had been alarming since the previous week. He reported that he noticed on the previous thursday or friday that he wasn't getting medication anymore. He stated that he hadn't slept in 3 days, and went to the emergency room (ER) twice on (B)(6) 2016, but they wouldn't help him. The patient stated that he had been in withdrawal for 3 days, his blood pressure (bp) was 185/115, he was losing control, and was afraid to drive. He mentioned that he was (B)(6), disabled, and could hardly see. He stated that if the pump needed to be replaced he would be sure to let them know why he was switching to another company. The patient was to follow up with a healthcare professional (hcp) he stated that he had a doctor's appointment on (B)(6) 2016 and a manufacturer's representative (rep) was going to be there. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.